Event description:
Pharmacist called lfs in 2002 on behalf of pt alleging that the pt's meter was reading inaccurately high. The pharmacist explained that pt obtained a "4.7 mmol/l" blood glucose reading at 8:00 am, administered insulin and ate a bagel. Pt started feeling cold sweats and had an impaired vision (time unknown). Pt did not re-test their blood glucose level. Pt's physician arrived at pt's house 45 mins later. The physician drew blood from pt's vein and took it with him to be tested. The physician did not administer treatment. Two hrs later he called the pt with a blood glucose reading of "1.2 mmol/l". Based on the test strips literature, venous and capillary blood glucose concentrations may differ by up to 70 mg/dl depending upon the time of blood collection after food intake. Glycolysis may have affected the blood glucose levels, since the physician had to take the blood sample to another location to be tested. The pt took their supplies to their pharmacist and they realized that the confirmation dot was yellow on two of the test strips (date unknown). The pt confirmed with the customer svc rep that their insulin regimen is not based on their meter readings and their test strips were not expired or stored improperly. The discolored confirmation dot may have contributed to inaccurate results. The pt did not have control solution to check the test strips performance. The customer svc rep did not replace any products, since the pt purchased new test strips from the pharmacy.